Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that her blood glucose level was so high at the time of the event that it could not be read at the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test could not be performed at the time of the phone call because a tubing clamp was not available. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.